Event description:
Pt reported obtaining a blood glucose result of - 220 mg/dl, at 1:30 pm, while using the suspect device. Pt indicated that based on this result, he delivered 7u of insulin. Pt stated that, 2.5 hours later, he began experiencing hypoglycemic symptoms. Pt indicated that he retested his blood glucose - obtaining results of 110 mg/dl, 109 mg/dl, and 149 mg/dl. Shortly thereafter, pt reported losing consciousness, while at work. Pt stated that a coworker phoned emergency med services, and upon their arrival, pt's blood glucose measured 27 mg/dl (using paramedics' blood glucose monitor). Pt indicated that he was treated with a "sugar injection," after which, his blood glucose measured 172 mg/dl (on paramedics' blood glucose monitor), and 296 mg/dl (using suspect device). No additional treatment was received. Pt's current condition: doing well. Qc testing had not been performed on the system. At the time of the report, pt had already disposed of the strips that were in use at the time of the event.